Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
Customer stated he could not find several months of his blood glucose readings in the memory of the contour next. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to him.